Event description:
It was reported that during an atrial fibrillation (afib) procedure, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by ice. A pericardiocentesis was performed. It is unknown how much fluid was removed. The patient was reported to be in stable condition. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: pentaray nav, model# d-1282-04-s, lot # unknown (customer disposed of). Acunav model# m-5723-09, lot # unknown (not bwi product). Stockert model# m-5463-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). It was stated by the customer that the product had been discarded thus product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).